Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported tampon falling apart and experienced discomfort. Saw doctor who confirmed no residual material was left behind. Experienced a yeast infection and received over-the-counter treatment. Symptoms have resolved.